Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the left ventricular lead exhibited failure to capture. No device intervention was performed but programming changes were discussed. The patient had no adverse consequences.